Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The customer was not using the pump for insulin therapy. Customer declined to further troubleshoot with tandem technical support.